Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she went to her health care professional and they reset her insulin pump. Customer's pump won't let her put in a blood glucose over 300 mg/dl. Customer was advised that it should go up to 600. Customer stated that it won't and her blood glucose was 532 mg/dl. Customer did a bolus of 7 units an hour and a half ago. Customer checked and her blood glucose was now 569 mg/dl. Customer stated that she gave herself another bolus of 2.6 units. Customer stated that the site looks good. Customer doesn't think that the cannula is bent. Customer has a headache but feels okay. Customer's blood glucose was 316 mg/dl. Customer was assisted with programming the insulin pump as the doctor did not program her alerts last night and her blood glucose ran high.